Event description:
During an arthroscopic procedure, the physician reportedly had to use three evac 70 xtra plasma wands due to decreased ablation ability. The procedure was completed using a bovie. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. Eval summary: a review of the device history record found no non-conformances relating to this event. Reference MFR reports: 3006524618-2012-00147 and 3006524618-2012-00149.